Manufacturer narrative:
Physio-control recommended replacing the therapy connector cable, per instructions on the service manual. If replacing the cable does not solve the issue, it is then recommended to replace the therapy board. The device will not be returned to physio-control for evaluation, and after several subsequent attempts to contact the customer to confirm resolution to the reported failure, no response appears to be forthcoming. The root cause for the reported failure cannot be determined at this time.

Event description:
It was reported that the device will charge, but it will not deliver energy. There were no reports of patient use associated with this event.